Manufacturer narrative:
Product event summary: manufacturer¿s analysis found that the stylus touch-pen did not align with the cursor on the touch screen of the device; the bezel shield assembly was replaced, and the stylus was calibrated to the touch screen. The system fan was noisy, and it was replaced. The device passed final functional and system tests.

Event description:
It was reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.